Event description:
Medtronic received a report that three apollo catheters had premature tip detachment. It was reported that the microcatheters malfunctioned during use. The device exhibited improper behavior, with the distal tip separating spontaneously and remaining inside the patient's artery. The same failure was observed in all three devices submitted for evaluation. The devices had been flushed with normal saline, and the separation occurred before the application of dmso, despite device compatibility. The reported devices and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.